Manufacturer narrative:
The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke. Serial number (B)(4) warranty is expired. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided and a review of the sales history to the account, the device was sold to the account prior to 2009. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke. Serial number (B)(4) warranty is expired. The hospital did not report any patient effects.